Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer took to the emergency room due to seizure and low blood glucose on (B)(6) 2021 with blood glucose of 231 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with glucagon. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.